Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed on the monitor due to a faulty connection of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image from the slave monitor on their evis exera iii video system center. The customer indicated that the monitor has power, the main monitor was working at the time of the event, and the slave monitor had been working recently. The customer reported that an unspecified cable was not correctly connected to the monitor and the issue was resolved after securely connecting the cable. There was no report of patient injury or medical intervention associated with this event.